Event description:
During ptca of svg to pda, stent came off balloon/delivery system. Was successfully shared / retrieved from ostium rca. Pt without untoward effect or harm. (Probably caught on edge of guide cath)